Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse from (B)(6) of fever and peritonitis in a patient coincident with dianeal pd4 therapy for continuous ambulatory peritoneal dialysis (capd). Dianeal therapy was ongoing. During a call with baxter vietnam technical services, the following was reported. On (B)(6) 2012, the patient suffered from abdominal pain, fever, and cloudy effluent. On (B)(6) 2012, the patient had serious abdominal pain and was diagnosed with and hospitalized for peritonitis. On (B)(6) 2012, treatment was started with cefazoline 1g, 1ax4, intraperitoneally. The patient was recovering from this peritonitis event.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed.

Manufacturer narrative:
(B)(4). Further information was received from a nurse. On (B)(4) 2012, the patient stopped using antibiotic (cefazoline). On an unreported date, the patient was diagnosed with heart failure and mental illness and the patient still remained hospitalized. Treatment was not reported. The patient recovered from this peritonitis event on (B)(4) 2012.